Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alert change sensor. Customer's blood glucose was 6.8 mmol/l. The customer was advised that alert change sensor occured as a result of the system indicating the sensor didn't function well, watertight tester procedure passed without problem. The customer was asked to remove the sensor and sensor will be replaced.